Event description:
It was reported that the patient with this implantable neurostimulator (ins) had a revision surgery due to difficulty charging the implant and lack of relief. During the procedure, an xray was performed which showed lead migration. The ins and lead were removed and a new system implanted. There were no patient complications reported.

Manufacturer narrative:
Block d2b: additional pro code: qon. Model number/catalog number: n/a. Serial number: n/a. Batch/lot number: n/a. Model/catalog description: snm tined lead. Unique identifier (UDI) #: n/a. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.